Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon deploying an intraocular lens (iol) into the patient's eye, the surgeon noted that the haptic was extended in the chamber and the lens wouldn't advance properly. The lens touched the patient's eye. Reportedly, the surgeon decided not to use the lens. No adverse consequences were reported and the incision was not enlarged. Another lens, same model and diopter was used to complete the case. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 03/10/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. Visual inspection at 10x microscope magnification showed that the lens was stuck at the cartridge tip with the lead haptic not folded. Scarce amount of viscoelastic residue was observed at the cartridge tube/tip. The customer's reported complaint was verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.